Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the console fiber port overheated. An error message was displayed on the console screen. Due to the reported event, the procedure was not completed. A patient was involved but there were no complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the console fiber port overheated. An error message was displayed on the console screen. Due to the reported event, the procedure was not completed. A patient was involved but there were no complications.

Manufacturer narrative:
Investigation summary: with all available information bsc concluded that report of error message event was confirmed. The cause was most likely due to an electrical issue with the resonator. Servicing of the laser console and replacing the resonator resolved the issue. The resonator was returned with the frozen indicator purple which is indication that it was exposed to freezing temperatures. When the console was exposed to freezing temperatures exactly is unknown, but it is likely that during transport back to the quality assurance laboratory repair center. Based on the visual analysis, there was no indication that the exposure to freezing temperatures damaged the resonator. Analysis of the resonator found a number of damage components. After replacement of the damaged component, the resonator passed all functional testing. Based on the reported event, there were no patient complications due to the reported event, and the console service history confirmed that it was fully functional since last service. The cause that contributed to the reported event could be traced back to resonator component failure. Device history record (DHR): a DHR service history record review was completed. The greenlight xps laser system was last serviced on 04 december 2020 and it was fully functional with no issues. Device technical analysis: this console was not returned for analysis to our post market quality assurance laboratory; however, a field service technician (fse) serviced the console at the user facility. During servicing of the console, the fse replaced the resonator and calibrated the console system. The laser console passed full functional and electrical safety testing. The damaged resonator that was removed from the console was returned for analysis to our post market quality assurance laboratory. Visual analysis of the returned resonator identified that the frozen indicator was purple which indicative that the resonator was exposed to freezing temperatures, possibly during transport. The resonator coupler cable assembly had corroded pins and the coupler lens was dirty outside surface. The observed damage component in the resonator were replaced. After repair, the resonator was realigned passing all functional testing. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per xps greenlight operator manual. Investigation conclusion: a conclusion code of cause traced to component failure was assigned to this investigation.